Manufacturer narrative:
Correction: the previously reported device evaluated by manufacturer should have been reported as "yes".

Event description:
It was reported that the patient expired because of the cardiopulmonary arrest. The whole implantable cardioverter defibrillator system was explanted (B)(6) 2017. There is no known allegation from a health professional that suggests the death was related to the device.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.